Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's caretaker contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient was on a plane and experienced a low because the receiver did not beep. The patient was not responsive, and a flight attendant administered glucagon. When the plane landed, the patient was taken to a health medical center. Patient stayed there for a few hours where she was monitored and given fluids before being released. Additionally, the patient's caretaker tested the receiver's audio function and it did not beep. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.